Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI #: (B)(4). Investigation summary: according to the information provided, it was reported that the 2 devices are defective. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed wear and sterilization marks on the device. The upper jaw does not fully close contributing a holding issue. To test its functionality, a needle was loaded into the device and was tested on a sample rubber strip and suture, it was tested on a sample rubber strip and a needle; as a result, it revealed that the needle deploys as normally, after several times the needle was not functioning as expected due to it was very hard to deploy causing the device to stuck issue. A manufacturing record evaluation was performed for the finished device lot number: 11090r-071204-08, and no nonconformances were identified. According with the visual inspection and the functional test result, this complaint can be confirmed. Lot number on the device indicates this device is 15 years old. The possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. The maintenance conditions of the device are unknown, wear components leading to rough deployment issues. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional in france that the expressew ii flexible suture passer device had an unspecified malfunction. During in-house engineering evaluation of the device, it was determined that the upper jaw did not fully close contributing to a holding issue. Furthermore, to test its functionality, a needle was loaded into the device and was tested on a sample rubber strip and suture; and revealed that the needle deployed as normally but after several times the needle was not functioning as expected due to it was very hard to deploy causing the stuck issue. There was no procedure nor patient involvement reported. No additional information was provided.